Event description:
Healthcare professional reported a right side "intracapsular rupture". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening assessed as unidentified (tear) opening. Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a right side "intracapsular rupture". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6) . Continued e.1. Fax number: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "intracapsular rupture". The device has been explanted and replaced with a non-abbvie device.